Event description:
Customer received a blood glucose result of 400mg/dl and called 911. Paramedics took a test, the result is unknown. The customer was taken to the hosp and admitted. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.